Manufacturer narrative:
Follow-up # 1 date of submission 08/16/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/25/2013 with the following findings:during testing, the display screen was found to be dim/faded, discolored and difficult to read. A test screen was inserted and was found to function properly with no signs of fading or discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2013, the reporter contacted animas to report the pump display was dim/fading on a gradual basis. The patient noted there had been no trauma to the pump. The issue was not resolved. There was no adverse event associated with this issue. There was no indication that the product caused or contributed to an adverse event.